Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (51 mg/dl). Customer alleged the basal iq software did not function as intended. Tandem technical support reviewed pump data and determined basal iq software functioned as intended. Customer addressed bg level with food. Recommendation was made to discuss diabetes management with a health care professional.